Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.

Event description:
It was reported the patient's blood glucose level rose above 19 mmol/l (>342 mg/dl). The pod was reportedly leaking while worn for between 24 and 36 hours. The patient reported the adhesive was loose and being unsure if the cannula was properly seated in the infusion site (back). A new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.